Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2018. 5076-52, lead, implanted: (B)(6) 2018. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the patient's physician, the patient received 75 appropriate shocks for a ventricular tachycardia (vt) storm. The patient and family questioned if there was a malfunction. The device was noted to be at recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.